Event description:
The device analysis performed showed that the epoxy has chip out and brown discoloration. In addition, the electrode failed the temperature test as it reads no temperature. It had a defective thermocouple circuit. The open circuit was measured at the connector. The color of newly cured epoxy is amber, light brown. If the epoxy is subjected to too many autoclave cycles, the epoxy becomes brittle and discolored.